Event description:
It was reported that the patient experiencing dizziness presented to the clinic. Upon device interrogation, episodes on right ventricular lead noise were observed. Noise could not be reproduced in clinic with isometrics. The device was reprogramed to left ventricular bipolar sensing and was set to fixed sensitivity. It was also noted that the patient had chronic right atrial lead noise. Atrial noise would continue to be managed as a benign issue. Patient was doing well post event.

Event description:
New information reported on (B)(6) 2017 indicated that both the right atrial and right ventricular leads continued to exhibit noise. The patient was asymptomatic. Programming changes were discussed. No intervention was performed.